Event description:
It was reported that the pt experienced blood glucose readings of 490mg/dl and 567mg/dl with nausea and fatigue. The pt stated that the pump had no power and could not be powered up. She stated that she manually delivered a correction dose of insulin and did not require medical intervention. There was no medical intervention. Upon examination, she noticed a crack in the battery compartment.

Manufacturer narrative:
The pump was returned to animas for evaluation and the battery compartment crack was confirmed. The battery cap returned with the pump was able to fully secure to the battery compartment. The pump was tested and observed to power up without difficulty; it was exercised for 24 hours without power loss. The black box download confirmed an unacknowledged replace battery alarm on (B)(6) 2010 that resulted in a complete power loss. Presence of an appropriate low battery warning prior to the replace battery alarm was observed. Alarms were reproduced and found to be functional with audible tone and screen message. During investigation no power related defects were duplicated and no insulin delivery defects were observed. The black box revealed that the user installed a new battery following the replace the battery alarm; insulin pump therapy was not resumed by the user at that time.